Event description:
Patient called in the report that the meter would only prompt an error 5 message. Patient reported no symptoms, nor any adverse event. The issue was not resolved with troubleshooting.